Event description:
A hospital reported via our distributor that the electrical adaptor would not fit into the end of an rt329 infant breathing circuit because the heaterwire pins in the port on the end of the breathing circuit seemed to be bent. No patient consequence was reported.

Manufacturer narrative:
The returned circuit was visually inspected for bent pins and tested to see if it could be connected to a heaterwire adaptor. Results: a heaterwire adaptor could not be connected to the heaterwire socket in the inspiratory limb. A visual inspection revealed that one of the heaterwire pins was bent. This prevents the adaptor from connecting to the port at the end of the breathing tube. A lot check reveled no other complaints for this lot number. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred after the production improvement, suggesting the damage to the pin occurred during transport or during the setup of the equipment by the user. Our monitoring and trending for bent heaterwire pins on infant breathing circuits has a rate of occurrence worldwide for the last year of 13 ppm.